Manufacturer narrative:
This event occurred in tha. (B)(4). Medwatch field e1 facility name - the full facility name was provided as "(B)(6) hospital company limited."

Event description:
The customer stated that they received questionable results for one patient sample tested for multiple assays on the cobas 6000 c (501) module - c501. Of the mentioned assays, the sample had an erroneous result that was reported outside of the laboratory for alb2 albumin gen.2 (alb). Calibration and controls were acceptable. The sample initially resulted as 0.20 g/dl accompanied by a data flag. The sample was repeated, resulting as 0.20 g/dl accompanied by a data flag. The sample was then re-centrifuged and repeated a second time, resulting as 0.20 g/dl accompanied by a data flag. The second repeat result of 0.20 g/dl accompanied by a data flag was reported outside of the laboratory, where it was questioned by the physician. The sample was sent to another laboratory where it was repeated a third time, resulting as 3.80 g/dl. The sample was repeated a fourth time on the customer's c501 analyzer, resulting as 3.61 g/dl and this value was reported outside of the laboratory. The patient was not adversely affected. The alb reagent lot number was 18341401, with an expiration date of 12/31/2017. A specific root cause could not be determined based on the provided information. Since calibration and controls were within acceptable ranges, a reagent issue can be excluded. The cause of the issue is most likely related to pre-analytic sample handling. Even though the sample was checked visually and no sample aspiration alarms were issued, a pre-analytic sample handling error could not be excluded. Review of the reaction kinetics and the fact that the result from the first run was flagged confirm this assumed root cause. Insufficient sample volume possibly led to the false low results.